Manufacturer narrative:
(B)(4). From investigation by on site the field service engineer it was found that there was a problem with the vcis scsi printed circuit board and scsi cables. This component controls access to the hard disk. Customer has reported recent temperature / humidity fluctuations in lab environment. The replacement of the defective part solved the problem.

Event description:
The customer states that "there is loss of acquisition during a case."